Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The product code for the fluency plus endovascular stent graft product is identified. For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned to bd for evaluation. After further evaluation, the investigation identified a misfire (partial deployment) but did not identify failure to deploy. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model fvl08040 vascular stent graft allegedly failed to deploy and misfired. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient involved was a (B)(6) year old female. The weight of the patient was not provided.